Event description:
A nurse reported that during surgery, the cannulas do not stay in. There was no pt harm reported. This is the second of two reports from this facility.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year, this is one of two complaints reported for this issue. This is the third complaint for the finish goods lot; however, the first for this issue. The order was built and released per specification. The customer did not retain a sample for this complaint report, functional testing could not be conducted. An internal investigation has been opened for this issue. The root cause cannot be determined. (B)(4).